Manufacturer narrative:
Device was used for treatment, not for diagnosis. This report is for 1 unknown part and unknown lot number. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no lot number, part number or product was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for one (1) unknown torque limiter.device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) unknown torque limiter.

Event description:
Device report from synthes europe, reports an event in (B)(6) as follows: it was reported that the devices were used for a distal radius fracture case. The screw was inserted into the angled screw hole toward the radial styloid process at the most distal radial side using the torque limiter. The surgeon found that the torque limiter was spinning and the screw could not be locked. He didn¿t hear a clicking sound of the torque limiter, so he used a shorter screw as a substitute and finished the operation. Due to the incident, the operation was extended for 15 minutes, there was no patient harm. This report is 3 of 3 for an unknown torque limiter (B)(4).